Manufacturer narrative:
The service technician noted "maintenance required code #2" messages and "code 58 (bimba fill fault)" in error logs. He observed k6 valve sticking. He replace manifold drive assembly (part number: 0104-00-0018). Performed complete pm, cleaning and calibration to specifications and ran function & safety test. The iabp was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed maintenance code #2 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.